Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that patient side manipulator (psm) 3 had a bent black pin, causing the sterile adapter to not fully seat. The fse straightened the pin and found that the psm was working. The fse replaced the psm to resolve the issue. The system was tested and verified as ready for use. Isi has requested the psm 3 involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 282 on usm 3 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event due to the following: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) 3 was not accepting instruments, and the arm led was white. Prior to calling the technical support, the customer rebooted the system and replaced the drape, with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 282 on the usm 3. The tse recommended docking the usm to test engagement. The customer continued the procedure using 3 arms. The procedure was completed with no report of patient injury. Isi attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The suspected patient side manipulator (psm) was returned for failure analysis, which was completed on (B)(6) 2022. Visual inspection of the psm confirmed the presence of physical damage. The spring plungers of the psm will be replaced as a fix.